Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer complaint of set leaked from the missing vent of the drip chamber could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
A nurse received a bag of chemo (irinotecan) and tubing. She attached the tubing tot he patient and then noticed that there was leakage from the vent on the drip chamber. She saw that the vent "door" was completely missing from the vent. The leakage was on the chari her gloves and the floor. There was no patient harm or user harm. Medical intervention was not required. Customer stated that no further patient or event information is available.